Event description:
The customer reported being hospitalized due to high blood glucose of 252mg/dl. Troubleshooting was performed. The caller mentioned that the insulin pump alarmed no delivery and has been struggling with high blood glucose for a month. The time, date, and bolus wizard settings were correct. The customer stated that the drive support cap was recessed. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. The customer stated that the cannula was not bent or occluded. The displacement and self test was performed and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.